Event description:
It was reported that during the fill tubing process the pump generated an empty cartridge alert, subsequent attempts to perform a supply change resulted in an unable to proceed message, and notifications included change insulin and finish fill tubing; the issue was resolved by removing supplies, performing a dry run, and completing a full supply change, and blood glucose was not affected, consistent with a failure to infuse associated with a circuit board. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed signal loss associated with a failure to infuse and implicated the circuit board as the affected component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.